Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she was taken by an ambulance for low blood glucose of 22 mg/dl. The customer stated she doubted the incident had anything to do with the insulin pump. The customer was also treated on (B)(6) 2015 for low blood glucose of 33 mg/dl. She was treated by the paramedics with glucagon injection. At the time of the low blood glucose, patient was recovering from open heart surgery. The insulin pump was not exposed to magnetic resonance imaging. A displacement test was performed and the device passed. A self test was also performed and the insulin pump passed. The customer was advised to monitor the insulin pump and blood glucose.